Event description:
Certified clinical perfusionist (ccp) for terumo cardiovascular systems (tcvs) spoke with the perfusionist on the case regarding the incident, involving an fx15 oxygenator (1zz*fx15re40a), that occurred on (B)(6) 2013, at mobile infirmary medical center. Set-up and prime of the cpb circuit were without issue; however, two air bubble detectors were placed on the arterial line of the cardiopulmonary bypass (cpb) circuit during set-up. Prior to cpb, the tubing was accidentally clamped and the pressure in the cpb circuit was elevated. The pressure generated was higher than the arterial pressure transducer alarm set-point, and the arterial pump stopped quickly. The cardiovascular (cv) surgeon quickly released the clamp to relieve the pressure in the arterial line, and cpb was instituted per normal procedure. Upon the initiation of cpb, the air sensor distal to the fx15 alarmed, and the arterial pump stopped. A bubble was observed in the arterial line, and the arterial line was clamped near the aortic cannula. The pt had adequate blood pressure and heart rhythm, so the surgeon disconnected the aortic cannula from the arterial line, and the air was removed. The surgeon then reconnected the arterial line to the cannula and cpb was reinitiated. The surgical procedure was completed with a delay of approx 4 minutes in the establishment of cpb. There was no loss of blood associated with this incident and there was no harm observed. The perfusionist stated that the air was created in the oxygenator when the arterial line was clamped, prior to cpb, and a high pressure event was created. In this instance, the air was not observed after the high pressure - quick pressure release event. The air was found on the initiation of cpb as the air detector alarmed and the arterial pump stopped. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).